Manufacturer narrative:
Final analysis found proximal abrasion at 21.5 to 21.8 cm from the connector pin which could have lead to the reported noise problem. Abrasion at this position is indicative of constant friction with another implantable device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient fell on his left side and experienced a syncopal episode. The lead exhibited noise which could be reproduced with isometrics. The lead was explanted and replaced.